Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot: sp200040 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 24 jan 2024, of the (B)(4) devices released to finished goods for lot: sp200040, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a female patient had hernia repair surgery on or about on (B)(6) 2019. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot number: sp200040-098 after surgery, the patient returned to the hospital on or about on (B)(6) 2019 and underwent a mesh revision operation following a postoperative seroma. The patient returned to the hospital for a second follow-up operation on (B)(6) 2019. In the same operation, the physician replaced the strattice with a surgimesh mesh. No other information was provided.